Event description:
Alleged event: the inner component is broken and unable to load clips in the tip. No clips fell into the patient's body. The procedure was a cholecystectomy. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #01l1300508 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.